Event description:
It was reported that after a band placement, unable to access port for first adjustment port lying on side clips unlocked. Revised and stitched in place. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned. Device remains implanted.